Event description:
It was reported that a home patient (hp) had a high drain 101 alarm on the homechoice (hc) machine after use. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The peritoneal dialysis registered nurse (pdrn) stated that the hp was administered antibiotics for peritonitis by giving the hp a 2 liter fill during the day. (Peritonitis reported separately.) The initial drain alarm volume was set to zero since the hp does not normally receive any fills throughout the day. The pdrn inadvertently forgot to instruct the hp to perform a manual drain prior to connecting to the hc to perform the routine dialysis. The hp reported symptoms of iipv which were relieved by draining. A baxter technical service representative (tsr) assisted the hp to setup the hc machine in order to perform a manual drain. The hp was able to drain only 8 ml because the hc continued to go to stopped drain. As a result, the hp was feeling nauseous. The tsr assisted the hp with ending the therapy and getting the cassette out. The tsr advised the hp not to use the hc anymore that day. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter. The initial evaluation confirmed the reported condition but the evaluation has not yet been completed. The device was determined to meet functional and electrical performance specification requirements. No failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device meets specification for the reported issue. Upon completion of baxter's investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported condition was confirmed in the event history log review. The cause of the reported issue was determined to be false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.